Event description:
The international distributor reported the ventilator alarmed for a low oxygen supply. The ventilator was not in use on a patient; therefore, there was no harm or involvement. The service technician replaced the oxygen valve and regulator to address the reported problem.

Manufacturer narrative:
International distributor does not return parts due to custom costs. No parts returned by distributor